Manufacturer narrative:
Device manufacturer date: 8/04/2016 thru 8/6/2016. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no defects. Visual inspection revealed that the tip of the inner needle was not fully shielded by its safety cover and the safety cover revealed no defects. Testing included assembling the catheter of a retention sample to the inner needle mentioned above and repeatedly removing the inner needle 10 times. This confirmed that the safety cover activated and the inner needle was shielded normally. Five retention samples were tested and confirmed the safety cover activated and the inner needle was shielded normally. A review of the manufacturing inspection records was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported when withdrawing the inner-needle from the patient's vascular system, the safety cover did not fully shield the inner-needle point. Follow up communication with the user facility reported: there was no impact to the patient.